Manufacturer narrative:
Conclusion: based on inspection results and the DHR review, the returned product has been found to be within specification. The implant failed because of initial stability. Therefore, the implant failure is most likely due to causes other than the product such as surgical mistake, pt bone condition, pt oral hygiene, or pt behavior.

Event description:
The product was returned as an implant failure because implant was unstable (poor initial stability) and it spun in osteotomy. Based on the report, the pt had good oral hygiene and good bone condition. The fixture did not have poor initial stability. Doctor did not complete implantation and it was being placed in tooth location #31. No new implant was placed. Puros was used as a bone graft material at the site. The pt has no medical history. The doctor indicated that the device was not received damaged or defective such that it would not performed as intended. The pt outcome was reported as recovered with no complications.